Event description:
It was reported that noise and oversensing was observed on the right ventricular (rv) lead. Rv lead insulation damaged was suspected to be the cause of the event but was not confirmed. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.